Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was also treated with vancomycin (dose, frequency, route and duration not reported) for the peritonitis event. At the time of this report, treatment with vancomycin was ongoing and the patient had not yet recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask while performing pd therapy. On the same day as onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment for the peritonitis with ceftazidime injection 500 gm, (frequency, route of administration and duration not reported) and amikacin 125 mg, (frequency, route of administration and duration not reported). At the time of this report, the peritonitis was resolving and the patient was recovering. The action taken with dianeal therapy was unknown. It was not reported if the patient was retrained on aseptic technique. No additional information is available.